Event description:
It was reported that this patient collapsed in public and later died. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and found stored treated ventricular episodes. The patient was experiencing a ventricular fibrillation (vf) arrythmia for which this device provided five electric shocks. The shocks were not successful in converting the rhythm and therapy was exhausted. There was a delay in therapy of a couple of minutes due to under-sensing. Evidence suggests that cardiopulmonary resuscitation was performed. Eight minutes after the vf event, the smart pass feature became disabled because of the low and slow amplitude of the vf as well as bradycardia or agonal rhythms. Earlier the same day, there was a stored untreated episode due to oversensing of myopotential noise. This s-ICD system was explanted and will be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient collapsed in public and later died. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and found stored treated ventricular episodes. The patient was experiencing a ventricular fibrillation (vf) arrythmia for which this device provided five electric shocks. The shocks were not successful in converting the rhythm and therapy was exhausted. There was a delay in therapy of a couple of minutes due to under-sensing. Evidence suggests that cardiopulmonary resuscitation was performed. Eight minutes after the vf event, the smart pass feature became disabled because of the low and slow amplitude of the vf as well as bradycardia or agonal rhythms. Earlier the same day, there was a stored untreated episode due to oversensing of myopotential noise. This s-ICD system was explanted and will be returned to boston scientific for further analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of cuts to the outer insulation consistent with explant damage. Setscrew marks were noted in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient collapsed in public and later died. Technical services (ts) analyzed device episode data of this subcutaneous implantable cardioverter defibrillator (s-ICD) system and found stored treated ventricular episodes. The patient was experiencing a ventricular fibrillation (vf) arrythmia for which this device provided five electric shocks. The shocks were not successful in converting the rhythm and therapy was exhausted; it was also noted that there was an increase in the arrhythmia's rate after the fifth shock. There was a delay in therapy of a couple of minutes due to under-sensing. Evidence suggests that cardiopulmonary resuscitation was performed. Eight minutes after the vf event, the smart pass feature became disabled because of the low and slow amplitude of the vf as well as bradycardia or agonal rhythms. Earlier the same day, there was a stored untreated episode due to oversensing of myopotential noise. This s-ICD system was explanted and will be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The correction in this report is to include the death impact code that was omitted in the previous report. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of cuts to the outer insulation consistent with explant damage. Setscrew marks were noted in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.